Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with flap displacement and folds/wrinkles in the right eye two days post treatment. The flap was lifted and rinsed. The patient had complained about blur and mild foreign body sensation in the right eye. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.